Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 32mmx2.75mm, de novo target lesion contained a bend of less that 45 degrees and was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilation with an unspecified 2.0mm balloon catheter the lesion remained 70% stenosed. A 32x2.75mm promus premier drug-eluting stent was advanced for dilatation. However, it was noticed that the shaft was broken. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patients status is stable

Event description:
It was reported that shaft break occurred. The 90% stenosed, 32mmx2.75mm, de novo target lesion contained a bend of less that 45 degrees and was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilation with an unspecified 2.0mm balloon catheter the lesion remained 70% stenosed.a 32x2.75mm promus premier drug-eluting stent was advanced for dilatation. However, it was noticed that the shaft was broken. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 32 x 2.75mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break 21.4cm distal from the distal end of the strain relief, multiple kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.